Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received detected movement in hall sensor. Customer¿s blood glucose level was 163 mg/dl. Customer reported that insulin pump was passed displacement test and was able to rewind the insulin pump. However, customer reported this was second occurrence of hardware low level failure error. Customer was able to successfully clear the hardware low level failure alarm. Customer stated that they was failed during second performance of self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the downloaded history file due to broken trace at pin on the keypad assembly.